Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number: 2005264 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: complaint 2 of 2 presence of several macro particles in a bd syringe 2p 20ml luer. Several syringes from the same batch were removed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination. The following information was provided by the initial reporter: complaint 2 of 2. Presence of several macro particles in a bd syringe 2p 20ml luer. Several syringes from the same batch were removed.